Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the transmitter did not blink when connected to the sensor. The customer removed the sensor and found the filament was missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.